Event description:
It was reported that when interrogating, the programmer would generate a black screen with a text "fatal error, turn off programmer." It was noted that it did this numerous times. Follow-up determined that the programmer was unable to complete interrogations and was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: during analysis the programmer powered up without an error and interrogated devices as required, however it was additionally noted that the errors the customer reported were confirmed in the error logs and the software was reloaded to resolve. Analysis further noted that the keyboard slide cover was missing, the left keyboard hinge was broken, the system fan was noisy and the hard drive health was found to be less than 100%. All found defective and missing parts were replaced.